Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging up. As a part of troubleshooting fse found that the issue was in the control board for the host pc and ippc. Fse cleaned and reseated the control boards for the host pc and ippc, then checked the power supply for the host pc and ippc and found it to be in good condition. Also, fse checked fluoro and cine were found to work normally. After cleaning and reseating the control boards for the host pc and ippc, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system is hanging up. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.